Manufacturer narrative:
Account stated that he was able to adjust the brake pad down and the wheel locks and the stretcher is now back in service.

Event description:
Account called and alleged that the brakes will set, but the wheels will still roll. There were no injuries reported.